Event description:
It was reported that the patient had pmi initial knee arthroplasty on (B)(6) 2000. Subsequently, due to a loose screw, the patient was revised to oss products on (B)(6) 2004 and on (B)(6) 2014 due to pain. The tibial bearing was cracked.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 16 states: "intraoperative or postoperative bone fracture and/or postoperative pain."